Event description:
It was reported that the patient received a vibratory alert and presented remotely via merlin.net. Upon review of the transmission, it was observed that the right ventricular (rv) lead exhibited high out of range defibrillation impedance. A chest x-ray found no anomalies. Programming changes were made. The patient was stable and will continue to be monitored.